Event description:
The customer reported that the sys displayed multiple errors that prevented the sys from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the batteries. The sys operates as intended.